Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of d1000 tego connectors. It was reported that on (B)(6) attending clinician "..aspirated na citrate from cvc line via tego, when syringe was removed (to add ns flush) drops of blood noted to be dripping from tego membrane. ". The tego device was removed and replaced. There were no reported patient injuries and or adverse outcomes. Follow up information reports tego was initially placed on (B)(6) - one dialysis session completed without incident; dialysis set-up/mating & access devices identified as: lifeline beta av set online plus; bvm 5008 fresenius; bd 10 ml syringe (luer lok tip); bd posiflush sp syringe: sodium chloride; sodium citrate 3 ml syringe; citra flow 4; 3 m soluprep wipes there were no reported patient injuries/adverse outcomes. This is the MFR's. Follow up report to provide device return investigation findings/codes in evaluation codes.

Manufacturer narrative:
Device not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of d1000 tego connectors. It was reported that on (B)(6) attending clinician "aspirated nacitrate from cvc line via tego, when syringe was removed (to add ns flush) drops of blood noted to be dripping from tego membrane." The tego device was removed and replaced. There were no reported patient injuries and or adverse outcomes. Follow up information reports tego was initially placed on (B)(6) - one dialysis session completed without incident; dialysis set-up/mating and access devices identified as: lifeline beta av set online plus; bvm 5008 fresenius; bd 10ml syringe (luer lok tip); bd posiflush sp syringe: sodium chloride; sodium citrate 3ml syringe; citra flow 4; 3m soluprep wipes. There were no reported patient injuries/adverse outcomes.